Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv2307 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the accucath needle did not fully retract into the housing. No other information provided.